Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was constrained on the ncc, resulting in moderate paravalvular leak (pvl). It was reported that the bulk of the calcium that was present, was on the ncc and caused the constriction of the valve. A post-implant balloon aortic valvuloplasty (bav) was then performed. As the balloon was being removed, the valve dislodged to the ascending aorta. Subsequently, a second valve was implanted and resulted in mild pvl. No adverse patient effects were reported.